Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The lead was explanted and replaced during a routine device changeout procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.7cm to 11.1cm, 12.3cm to 12.7cm, and 14.5cm to 15.1cm from the connector pin, which exposed the outer coil at these locations. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.